Event description:
It was reported that the pt was experiencing a loss of therapeutic effect, pain in her hips and thighs, and stimulation in the wrong location. She underwent a surgical revision due to lead migration and now is experiencing the same pain in her hips and thighs as before the revision. Further info is being requested from the hcp.

Manufacturer narrative:
..